Manufacturer narrative:
This report is for one (1) right variable angle condylar 12 hole plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal of a right variable angle condylar 12 hole plate with 8 screws on (B)(6) 2019 as variable angle locking hole plate broke postoperatively. The original implant date is unknown but the reason for implantation was due to 60mm fracture above a total knee and the surgeon fixed it with a va condylar plate. The 2nd most proximal va locking hole broke and a new fracture was created after the initial fracture had healed (in a hole with no screw). The surgeon removed the plate and screws, none of the screws were broken. Patient was revised with retrograde/antegrade femoral nail (rafn) down to the stem of the total knee. It was unknown if there was surgical delay. The procedure and patient outcome was unknown. Concomitant devices reported: screws: trauma (part # unknown, lot # unknown, quantity 8). This report is for one (1) right variable angle condylar 12 hole plate. This is report 1 of 1 for (B)(4).